Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle strips were reviewed and the dhrs showed the freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer received a reading of 110 mg/dl on his adc blood glucose meter and experienced symptoms described as "pale and sweaty". Customer was seen in a hospital where a reading of 61 mg/dl was obtained on the hcp meter and was reportedly treated with unspecified dose of insulin injection. It should be noted that insulin treatment is not consistent with the hcp meter reading obtained. There was no report of death or permanent injury associated with this event.